Event description:
It was reported that the deep brain stimulation (dbs) patient experienced slight movement in the right leg and uncontrollable movement with the right hand. The patient underwent a lead extension replacement due to high impedance. The physician examined the lead extension connection and noticed it was disconnected from the lead. Once the lead extension was reconnected, the impedances remained so the lead extension was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Analysis of the returned lead extension revealed that electrodes # 1 and 2 of the distal end has a fractured cable right at the weld nugget. This type of damage typically occurs when excessive tensile force is exerted onto the adapter. Bending the distal end could cause cable fractures in the connector section of the m8 adapter. No cables are exposed at the damaged portion of the adapter. A labeling review was performed and did not reveal any anomalies. The patient was being treated for hemiballism. The IFU states, the boston scientific dbs system is indicated for use in the following: (1) unilateral or bilateral stimulation of the subthalamic nucleus (stn) or internal globus pallidus (gpi) for levodopa responsive parkinsons disease that is not adequately controlled with medication; (2) unilateral or bilateral stimulation of the subthalamic nucleus (stn) or internal globus pallidus (gpi) for treatment of intractable primary and secondary dystonia, for persons 7 years of age and older; or (3) thalamic stimulation for the suppression of tremor that is not adequately controlled by medications in patients diagnosed with essential tremor or parkinsons disease. The IFU also states that failure or malfunction of any of the device components or the battery, including but not limited to lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, whether or not this requires explant and/or reimplantion is a known risk with the use of deep brain stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced slight movement in the right leg and uncontrollable movement with the right hand. The patient underwent a lead extension replacement due to high impedance. The physician examined the lead extension connection and noticed it was disconnected from the lead. Once the lead extension was reconnected, the impedances remained so the lead extension was replaced. The patient was doing well postoperatively.